Event description:
It was reported to medtronic minimed that the customer experienced pump main unit is damaged. The customer reported no adverse event. The event involved products mmt-1886. Troubleshooting was not performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1886 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Unit was received with battery cap contact damaged, cracked belt clip rails, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked keypad overlay at select button, missing display window/cover, scratched case, and pillowing keypad overlay. In summary, customer allegation for cosmetic damage at belt clip rails and battery compartment was confirmed during visual inspection. Damaged battery cap metal contact was also noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.